Event description:
Customer reports blood glucose result of 299 mg/dl stored in meter memory of the advantage system that he does not recall receiving. A result of 129 mg/dl was also obtained within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.